Event description:
It was reported that a uv flash transfer set would not properly connect to a titanium adapter. The reporter stated that the connector of the set kept turning without engaging to the adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests performed were leak testing, clear passage testing, and clamp function testing with no issues noted. Integrity of seal surface test was performed no issues noted. The internal diameter of patient adapter was measured and was found to be within range. The improper connection between the transfer set and the titanium adapter was not verified and the cause of the event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.